Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient was experiencing pain. The patient did receive notification that she may have been implanted with a recall product. The patient elected to have the mesh removed.